Manufacturer narrative:
The inclusion of the source to tray distance in the dicom export is in accordance with the dicom conformance statement. Aria refused the data because of a difference between the tray distance stored in oncentra master plan and aria. There is nothing in the exported dose data that explains the overdose.

Event description:
The customer transferred an rt plan from omp to aria. The patient got an overdose of 80% in first fraction. The wedges changed from static to dynamic and the customer didn't notice it before the treatment. In this rt plan transfer, there are two possible cases which can happen: the wedges do not appear at all on aria side when transferred from omp to aria. The wedges are badly interpreted by aria and they are transformed from static to dynamic.